Manufacturer narrative:
Based on insulet's investigation, software issues were found that contributed to the errors and CAPA has been opened to address the issue. No lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient's blood glucose (bg) values reached 54 mg/dl, when the patient reported that their suggested correction was too much for a snack of 30 carbohydrates and estimated that a 10 unit bolus was the correct dosage. The patient drank a orange juice, to stabilize their bg values and then they took a nap. The patient woke up and checked their bg values, which were now at 111 mg/dl. The patient reported that they did not have lunch or dinner and ate only candy. Device has not been returned. Could not confirm complaint.